Event description:
Taken right upper limb PICC insertion on (B)(6), 2010, appeared hemorrhage at (B)(6). Given pressure bandage to stop bleeding. Found leakage on catheter disk (B)(6).

Manufacturer narrative:
Results of investigation will be filed in supplemental report.